Event description:
As reported by the user facility: detailed inquiry description: bubbles in line would not clear. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The returned product was placed into the infusomat space pump in order to replicate the reported defect of air in line was not able to be replicated or confirmed. No root cause could be determined at this time. Based on the evaluation results, the reported defect of air-in-line was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.